Manufacturer narrative:
The account isolated the issue to the right patient siderail control board. The account replaced the control board to repair the bed.

Event description:
The account stated the head function moved up unintentionally.